Manufacturer narrative:
The customer reported that the cns (central monitoring system) has communication loss in all sectors. They performed a system restart and all the sectors came back up. Advised the customer that they should be performing restarts every 90 days and replacing the hard drive per maintenance schedule. Also advised the hard drive may need to be replaced. Customer was provided with nihon kohden's notification number in case he has any further issues. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not returned.

Event description:
The customer reported that the cns (central monitoring system) has communication loss in all sectors. They performed a system restart and all the sectors came back up. Advised the customer that they should be performing restarts every 90 days and replacing the hard drive per maintenance schedule. Also advised the hard drive may need to be replaced. Provided nihon kohden case number.